Event description:
Edwards received additional information regarding this event. During the implant procedure, the patient's native annulus was regular in shape and there was heavy calcification of the aortic valve cups, but not of the annulus itself. Regular debridement was performed and the aorta and aortic root were noted to be small and would only accommodate a 21 mm sizer. During the most recent echo, the valve was well seated, there was mild stenosis (av gradient = 25mmhg), moderate paravalvular leak (two leaks noted), and increasing lvot velocities (1.6 m/s). As per medical opinion, the stenosis is presumably explained by a small prosthesis. There was concern of the possibility of partial deployment of the stent, resulting in obstruction to the flow in the lvot and pvl. However, nothing from the procedural medical records or subsequent echocardiograms suggests the stent is not fully deployed. The patient is being monitored and the valve remains implanted. Valve-in-valve intervention is being considered.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Paravalvular (perivalvular) leak is listed as a potential adverse event in the product IFU. A manufacturing, labeling and product deficiency was not identified. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient had a routine echo which reveled mild stenosis of gradient 25mmhg and two paravalvular leaks after receiving a 21mm bioprosthetic valve. The patient was reported as unstable and being monitored closely. The device was not explanted; however, medical intervention was indicated.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: serial number.